Manufacturer narrative:
The device was not returned for evaluation. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of myocardial infarction, stroke/cva, transient ischemic attack, thrombosis/thrombus, unspecified tissue injury, embolism / embolus, renal failure, perforation of vessels, obstruction/ occlusion, vascular dissection, and vasoconstriction are listed in the emboshield nav6 instructions for use, as known adverse events potential associated with carotid stents and embolic protection systems. Based on the reported information, there is no indication that the reported patient effects are related to a product quality issue with respect to the design, manufacture, or labeling of the device. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. B3: estimated event date is 03/01/2024. D4- the UDI is not known as the part and lot number were not provided. The additional patient effect of death and malfunctions listed in the report are captured under separate medwatch reports. Attachment article titled: post market clinical follow-up evaluation report carotid stent and embolic protection systems.

Event description:
This is filed to report adverse patient events other than death. It was reported through the pmcf (post-market clinical follow-up) report, that abbott obtained data from the vascular quality initiative (vqi) registry across united states (us). Overall, the data presented through this methodology confirms the safety and performance of rx acculink carotid stent system (css), x.act css, and emboshield nav6 embolic protection system (eps). Adverse patient effects for emboshield nav6 include transient ischemic attack, stroke, myocardial infarction, death, pulmonary complications, renal complications, access site complications, thrombosis, embolization, dissection, perforation, medication administration, intervention, amputation / surgery, occlusion, re-hospitalization and carotid artery spasm. Device issues captured were unable to insert and difficulty removing the filter.